Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Subsequently, the pump shut off. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.